Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematuria: urinary output reported as concentrated/amber while on support. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there was a "purge disc not recognized" alarm on the console. The customer ended up switching the purge cassette, disc, and impella to another console and the alarm resolved.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This aic controller device report is one of two devices associated with the event. Refer to the related manufacturer report number 1220648-2026-00254 as noted in section h10 for the medical device report on the aic controller.